Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. C59246) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, cholecystectomy, tubal ligation and abdominal pain (resolved). Concurrent conditions included overweight, leiomyoma of uterus, unspecified, cardiac murmur, ovarian disorder, perineal pain, asthma, unspecified and anemia. Concomitant products included clonazepam from (B)(6) 2017 to (B)(6) 2018 for anxiety and depression, dexlansoprazole (dexilant) for heartburn as well as esomeprazole and famotidine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety / psych injury"), depression ("depression / psych injury"), urticaria ("rashes or skin conditions-welts"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), palpitations ("palpitations / heart palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspepsia ("extreme heartburn"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, urticaria, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, tooth disorder, allergy to metals, fatigue, weight decreased, dyspepsia, alopecia, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dyspepsia, fatigue, menorrhagia, migraine, nausea, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash / skin condition, nickel allergy, psych injury, utl, bladder probs, urinary probs, migraine, dental probs., nausea, fatigue, gi conditions, hair loss, weight gain, heart palpitations, extreme heartburn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion, the devices were well placed and had not migrated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet and medical records were received. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding), urinary tract infection, anxiety / psych injury, depression / psych injury, rashes or skin conditions-welts, bladder problems, urinary problems, migraines / headaches, palpitations / heart palpitations, nausea, dental problems, nickel allergy, pelvic pain chronic, fatigue, weight loss, extreme heartburn, hair loss, abdominal pain, weight gain. Lot number, reporters, essure implant and explant date, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. C59246) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, cholecystectomy, tubal ligation and abdominal pain (resolved). Concurrent conditions included overweight, leiomyoma of uterus, unspecified, cardiac murmur, ovarian disorder, perineal pain, asthma, unspecified and anemia. Concomitant products included clonazepam from (B)(6) 2017 to (B)(6) 2018 for anxiety and depression, dexlansoprazole (dexilant) for heartburn as well as esomeprazole and famotidine. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety/psych injury"), depression ("depression/psych injury"), urticaria ("rashes or skin conditions-welts"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), palpitations ("palpitations/heart palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspepsia ("extreme heartburn"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, urticaria, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, tooth disorder, allergy to metals, fatigue, weight decreased, dyspepsia, alopecia, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dyspepsia, fatigue, menorrhagia, migraine, nausea, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel allergy, psych injury, utl, bladder probs, urinary probs, migraine, dental probs., nausea, fatigue, gi conditions, hair loss, weight gain, heart palpitations, extreme heartburn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6)2018: total bilateral occlusion, the devices were well placed and had not migrated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.